Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The camera was returned to medtronic for analysis. Analysis revealed that there was an issue with firmware incompatibility. As reported, the psu failed an accuracy (aak) test. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a clinical environment. It was reported that the camera was damaged and failed an aak test. There was no patient involved.

Manufacturer narrative:
Correction: prior to product return, a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed a system checkout. Fdm 10, fdr 120, fdc 4307 still apply. If information is provided in the future, a supplemental report will be issued.